Event description:
It was reported that there was iodine leakage at the female connector of a minicap transfer set. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a minicap attached to the female connector. Visual inspection was performed and a hole in the tubing beneath the twist clamp was observed. Leak, clear passage, and clamp function testing were performed, and a leak at the hole in the tubing was observed. The reported condition of leak at female connector was not verified. The cause of the tubing damage could not be determined; however, it is possibly due to opening and closing of the twist clamp during the duration of use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.